Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a patient underwent primary breast augmentation with two 275cc mentor memorygel breast implants. Post-operatively, the patient wanted to upgrade to bigger breast implants and also suffered from bilateral breast capsular contractures (baker grade 2-3 on the right and baker grade 1 on the left). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6)2023. During the removal surgery, a superior capsulotomy and capsulectomy were performed on the left breast to get the implant to sit lower. The right breast implant was discovered to be ruptured. Another superior capsulotomy was performed on the right breast since it was tight and an anterior one was performed due to slight contour indentation. Subsequently, both the implants were replaced with the following devices: (right) 310cc mentor memorygel xtra breast implant catalog: smhx310 lot: 9812881 sn: 9812881-041 and (left) 310cc mentor memorygel xtra breast implant catalog: smhx310 lot: 9597506 sn: 9597506-051. This medwatch form is for the left breast prosthesis.